Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.